Event description:
Original surgery was performed on (B)(6) 2015. The patient showed signs of infection, so a revision was performed on (B)(6) 2015 to wash out the knee and replace the poly. No other components were explanted.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Engineering evaluation noted that the wash out and polyethylene insert replacement reported was likely the result of infection , as described, and is addressed under general surgical risks in the product labeling.